Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient experienced high blood glucose. Reportedly high blood glucose of the patient was due to bent cannula. The patient delivered a bolus as a corrective measure. The patient was hospitalized due to high blood glucose with highest blood glucose level of 800 mg/dl. The patient replaced the infusion set. The patient's kidney function also declined. The health care professional identified ketone level as dangerous/life threatening. The patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.